Event description:
Treatment of an aneurysm. During procedure, it was reported the pipeline did not open and was retrieved with a snare.no patient injury reported.

Manufacturer narrative:
The device has been evaluated and one end of the pipeline was found deformed with clotted blood. (B)(4)